Event description:
It was reported when using the bd pyxis¿ medstation¿ es, it was not syncing with server correctly. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not syncing with the server correctly and the loaded medications was not displayed at the server. The technical support specialist analyzed station logs for datasync debug and applied manual recovery to fix the upload tracking error and changed uploader interval to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.